Event description:
The customer reported falsely decreased architect tsh results generated by the architect i1000sr processing module for three patients. The samples were sent out to labcorp, yielding higher results. The following data was provided: normal range for tsh: 0.350 to 4.940 iu/ml patient 1 (31-year-old, female): architect tsh result = 0.3224 iu/ml; labcorp. Result = 1.930 iu/ml. Patient 2 (45-year-old, female): architect tsh result = 0.3113 iu/ml; labcorp. Result = 1.84 iu/ml. Patient 3 (55-year-old, female): architect tsh result = 0.088 iu/ml; labcorp. Result = 0.703 iu/ml. No impact to patient management was reported.

Manufacturer narrative:
The customer reported the architect i1000sr module, serial number (B)(6) generated falsely depressed architect tsh results after switching to the larger sst tubes. A single definitive cause of the discrepant results was not identified, although sample integrity could not be ruled out. The instrument service history review of the (B)(6) verified no subsequent issues have been reported related discrepant results after the current issue was identified. A review of tracking and trending for the architect i1000sr did not identify any trends with regards to the current issue. Review of the manufacturing documentation did not identify any non-conformances associated with the complaint issue. The architect system operations manual provides adequate labeling with regards customer¿s issue. Based on the investigation, no systemic issue or deficiency of the architect i1000sr processing module for serial (B)(6) was identified.

Manufacturer narrative:
Complete entry for section a. Patient information: 31-year-old, female, 45-year-old, female, 55-year-old, female. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.

Event description:
The customer reported falsely decreased architect tsh results generated by the architect i1000sr processing module for three patients. The samples were sent out to labcorp, yielding higher results. The following data was provided: normal range for tsh: 0.350 to 4.940 iu/ml . Patient 1 (31-year-old, female): architect tsh result = 0.3224 iu/ml; labcorp result = 1.930 ¿iu/ml. Patient 2 (45-year-old, female): architect tsh result = 0.3113 iu/ml; labcorp result = 1.84 iu/ml. Patient 3 (55-year-old, female): architect tsh result = 0.088 iu/ml; labcorp result = 0.703 iu/ml . No impact to patient management was reported.